Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 8.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications nor injuries reported.